Event description:
The customer reports that he woke up and felt hypoglycemic. His blood glucose result was "hi" (greater than 600mg/dl) on the accu-chek advantage system. He did not trust the result and went to the emergency room. He was tested at the emergency room (unk result). The customer was treated with glucagon. He felt better within one hour of treatment. The customer was in the hosp for 7 hours. The customer's blood glucose was 200mg/dl upon discharge. The customer states that he tested at home 3 minutes after discharge and obtained the blood glucose result of "hi" (greater than 600mg/dl) on the accu-chek advantage system. No additional action/treatment reported. The customer depleted the supply of strips. The suspected product is unavailable for return; replacement was sent.